Manufacturer narrative:
The reported event of failure to capture was not confirmed. The pacemaker was received from the field with the battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality, and a capture test was performed under nominal and field conditions and did not find any anomalies. Further evaluation of the output parameters under nominal settings found all parameters were within normal range. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported event. A longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2023-46490. During a remote follow-up, an increase in the capture threshold resulting in a loss of capture was observed. It is unknown if the event was due to the device or the right ventricular (rv) lead. The device and rv lead were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.